Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to sui, cystocele, rectocele, and stenosis. It was reported that following insertion the patient experienced infection. It was reported that patient underwent mesh removal of suburethral sling on (B)(6) 2012 due to vaginal/pelvic pain, urge incontinence, and cicatrix dyspareunia. It was also reported that patient underwent removal of residual suburethral sling on (B)(6) 2013 due to urethral stenosis, periurethral/vaginal adhesions, vaginal/urethral pain, urinary retention, and stress/urge incontinence. (B)(4).

Manufacturer narrative:
It was reported that the patient concurrently underwent cystourethroscopy, urethral dilatation, anterior colporrhaphy, and repair of rectocele.

Event description:
It was reported that the patient concurrently underwent cystourethroscopy, urethral dilatation, anterior colporrhaphy, and repair of rectocele.